Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multi-function cable would not connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.